Manufacturer narrative:
Clinical investigation: there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler set. Additionally, there is no allegation of a cassette leak or malfunction. The suspected causal event of the peritonitis is breach in aseptic technique as confirmed by the pd nurse and evidenced by the culture results of (B)(6). There is a temporal relationship between pd therapy and the event of peritonitis. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets (catalog 050-87216) shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The product lots involved met all specifications for release. There is no identified probable cause for the customer complaint.

Event description:
A peritoneal dialysis (pd) nurse reported that the patient was diagnosed with peritonitis on (B)(6) 2017. The patient came to the pd clinic on (B)(6) 2017 with abdominal pain and cloudy effluent in the drain bag. It was suspected that the patient had peritonitis. A culture was taken, and the patient was started on empiric antibiotic therapy with a protocol of fortaz and vancomycin. The patient¿s culture results were (B)(6) and the treatment was switched to vancomycin 2g. The pd nurse stated that the cause of the peritonitis was breach in aseptic technique, touch contamination, as the patient did not properly mask during pd therapy. There were no reported leaks or malfunctions that caused or contributed to the peritonitis. The patient did not require hospitalization and continues to recover and complete cycler pd treatments with no reported issues. No samples are available to be returned to the manufacturer for evaluation.